Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and seizure ("seizures") in a (B)(6) -year-old female patient who had essure (batch no. 758629) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. Concurrent conditions included overweight, irregular menstrual cycle, lymph node palpable, heartburn, constipation, obesity, skin tags, otitis media, anemia, menstruation abnormal since (B)(6) 2009, nausea since (B)(6) 2009, uterine bleeding since (B)(6) 2009, pelvic fracture (for hsg) since (B)(6) 2010, nausea (birth control: complains of nausea 3 months post op essure pelvic wnl get hsg rtc 3 months) since (B)(6) 2010 and hypertension. Concomitant products included amlodipine (norvasc), ibuprofen, lisinopril, lorazepam, medroxyprogesterone (depo provera), medroxyprogesterone acetate (provera), metronidazole, omeprazole, pamprin, para-seltzer (excedrin aspirin free), ranitidine, valproate semisodium (depakote) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and stress ("psychological or psychiatric problems condition: stress,"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 6 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), cystitis ("infection (bladder/urinary/vaginal)") and hormone level abnormal ("hormonal changes"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left abdominal pain/pain"), vulvovaginal pain ("right and left pain near vagina"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst") and loss of libido ("lack of sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, seizure, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, urinary tract infection, vaginal infection, cystitis, hormone level abnormal, stress, ovarian cyst and loss of libido outcome was unknown and the abdominal pain, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, ovarian cyst, seizure, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: ; on (B)(6) 2011: total bilateral occlusion on (B)(6) 2009, surgical pathology report: final diagnosis: endometrial biopsy clinical impression: menorrhagia and pelvic pain. On (B)(6) 2009, surgical pathology report: fragments of benign proliferative endometrium and blood. No malignancy seen. Diagnosis: fem genital symptoms unspecified, excessive menstruation ultrasound done (inside) on (B)(6) 2009, post op: talk status post weeks essure occ vag bleeding rtc 4 wks on (B)(6) 2010, 3months post op essure pelvic wnl get hsg rtc 3 months. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter information updated. Product explanted date added. New events added:- lack of sex drive, event outcome for event pain, fatigue, hair loss, painful sex- updated from unknown to recovered/ resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. Current weight- 225 lb on (B)(6) 2009, surgical pathology report: final diagnosis: endometrial biopsy clinical impression: menorrhagia and pelvic pain. On (B)(6) 2009, surgical pathology report: fragments of benign proliferative endometrium and blood. No malignancy seen. Diagnosis: fem genital symptoms unspecified, excessive menstruation ultrasound done (inside) on (B)(6) 2009, post op: talk status post weeks essure occ vag bleeding rtc 4 wks. On (B)(6) 2010, 3months post op essure pelvic wnl get hsg rtc 3 months. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, irregular menstrual cycle, lymph node palpable, heartburn, constipation, obesity, skin tags, otitis media, anemia, menstruation abnormal since (B)(6) 2009, nausea since (B)(6) 2009, uterine bleeding since (B)(6) 2009, pelvic fracture (for hsg) since (B)(6) 2010, nausea (birth control: complains of nausea 3months post op essure pelvic wnl get hsg rtc 3 months) since (B)(6) 2010, hypertension and acid reflux (oesophageal). Concomitant products included caffeine;paracetamol (excedrin aspirin free), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, medroxyprogesterone acetate (depo provera), medroxyprogesterone acetate (provera), mepyramine maleate;pamabrom;paracetamol (pamprin), metronidazole, omeprazole and ranitidine. In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced female sexual dysfunction ("apareunia"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary/vaginal)-uti"), vaginal infection ("infection (bladder/urinary/vaginal)") and cystitis ("infection (bladder/urinary/vaginal)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("left abdominal pain/pain") and loss of libido ("lack of sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dyspareunia, fatigue and alopecia had resolved and the vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, urinary tract infection, vaginal infection, cystitis, hormone level abnormal and loss of libido outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Discrepancy noted: date of implant :(B)(6) 2009 (per pfs) current weight:225 lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: fup received through mail communication. All the information added from (B)(6) 2018. Concomitant drugs, lab data, lot number, events- stress, seizures, ovarian cyst , vulvovaginal pain and device dislocation were deleted. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device") and seizure ("seizures") in a 21-year-old female patient who had essure (batch no. 758629-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain. Concurrent conditions included overweight, irregular menstrual cycle, lymph node palpable, heartburn, constipation, obesity, skin tags, otitis media, anemia, menstruation abnormal since (B)(6) 2009, nausea since (B)(6) 2009, uterine bleeding since (B)(6) 2009, pelvic fracture (for hsg) since (B)(6) 2010, nausea (birth control: complains of nausea 3months post op essure pelvic wnl get hsg rtc 3 months) since (B)(6) 2010 and hypertension. Concomitant products included amlodipine (norvasc), ibuprofen, lisinopril, lorazepam, medroxyprogesterone (depo provera), medroxyprogesterone acetate (provera), metronidazole, omeprazole, pamprin, para-seltzer (excedrin aspirin free), ranitidine, valproate semisodium (depakote) and vicodin (lortab). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and stress ("psychological or psychiatric problems condition: stress,"). In 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, 6 months 31 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), urinary tract infection ("infection (bladder/urinary/vaginal)"), vaginal infection ("infection (bladder/urinary/vaginal)"), cystitis ("infection (bladder/urinary/vaginal)") and hormone level abnormal ("hormonal changes"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("left abdominal pain/pain"), vulvovaginal pain ("right and left pain near vagina"), female sexual dysfunction ("apareunia"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), alopecia ("hair loss"), ovarian cyst ("ovarian cyst") and loss of libido ("lack of sex drive"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, seizure, vulvovaginal pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, weight increased, urinary tract infection, vaginal infection, cystitis, hormone level abnormal, stress, ovarian cyst and loss of libido outcome was unknown and the abdominal pain, dyspareunia, fatigue and alopecia had resolved. The reporter considered abdominal pain, alopecia, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, loss of libido, menorrhagia, migraine, nausea, ovarian cyst, seizure, stress, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: ; on (B)(6) 2011: total bilateral occlusion on (B)(6) 2009, surgical pathology report: final diagnosis: endometrial biosy. Clinical impression: menorrhagia and pelvic pain. On (B)(6) 2009, surgical pathology report: fragments of benign proliferative endometrium and blood. No malignancy seen. Diagnosis: fem genital symptoms unspecified, excessive menstruation ultrasound done (inside). On (B)(6) 2009, post op: talk status post weeks essure occ vag bleeding rtc 4 wks. On (B)(6) 2010, 3months post op essure pelvic wnl get hsg rtc 3 months. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.